Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that there was a hole near the center of the hose. The type of cut on this hose is indicative of the unit getting caught in a sharp area or in a sharp object. The assignable root cause was due to component damage caused by user error / misuse. It was further determined that the soft couple nut was cracked which would eventually separate; thus, preventing the motor from rotating. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during sterile processing it was observed that the motor device hose was blown. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.